Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after transecting the artery of segment 6 in a video-assisted thoracoscopic surgery (vats) lobectomy, a small bleeding occurred. The surgeon tried to control it by pressing with a swab but failed. To resolve the issue, the surgeon hand sewn the staple line.